Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was schedule to be replace due to normal battery depletion. On the interrogation of the device by the representative, it was noticed that patient was shock by device several times and therapy was exhausted. Some of the shocks were appropriate for ventricular tachycardia, but shocks anti-tachycardia pacing (atp) and therapy exhaustion was also noted due to supraventricular tachycardia (svt). It was discussed to reprogrammed, but it was not performed due to high risk. Device was explanted due to normal battery depletion. No additional adverse patient effect were reported.